Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-dec-2025, it was reported by an arthrex subsidiary employee via email that an ar-7534t tigerloop experienced an issue. After the graft was sutured, the tape broke. All suture material was retrieved, and the surgery was completed using the product as intended. No significant surgery delay was reported, and no additional anesthesia was administered. No adverse patient effects were reported during or following the procedure due to this issue. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 23-dec-2025: this issue occurred while the ar-7534t tigerloop was in the patient. After the sutures broke, only the broken fragments were removed, as the remaining portion still appeared to contribute to the fixation of the tendon.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.